Manufacturer narrative:
Crosstex spsmedical has contacted the customer requesting additional information regarding the reported event and the status of the employees. To date, we have not received additional information. The ultra sensitive earloop mask is made with a hypoallergenic cellulose inner layer and is latex free. The user facility returned 4 boxes of masks from the same lot subject of the reported event to crosstex spsmedical for evaluation. No issues were noted. The device history record was reviewed, and no abnormalities were noted. There have been no other complaints associated with this lot. A follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported that staff members experienced skin irritation while wearing ultra sensitive earloop face masks. The user facility did not disclose if medical treatment was sought or administered.